Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home-care patient that on the evening of (B)(6) 2016, the patient tried to insert 3 new infusion sites but all 3 of the sites stayed stuck to the inserter device instead of the patient's skin. A new site was tried and the adhesive stuck to her skin successfully. As she filled the tubing during a cartridge change, she did not see insulin dripping out. The patient thought it was blocked and resolved the issue by attaching a new tubing to the same cartridge. She re-filled the tubing and was able to see drips at the end of the tubing as expected. As a result, it took longer than expected to resume using the pump, and her blood glucose levels rose to the 180's. The patient required a bolus of insulin on the pump. No further health care was sought and no injury occurred. Of note, no damage had been noticed when the package was first opened. Related to MFR 2183502-2016-01298, 2183502-2016-01294, 2183502-2016-01296, 2183502-2016-01297.